Event description:
It was reported that the customer experienced a low blood glucose (bg) between high 40s to low 50s mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg's. Customer consumed carbohydrates to address the bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood. Recommendation was made to consult a healthcare provider in regards to diabetes management.